Event description:
While treating a pt (age & gender unk) the device delivered 120 joules to the pt and an arc was observed underneath one of the electrode pads. Upon the second attempt to charge energy. The device displayed a "poor pad contact" message. The electrode pads were replaced and the device was unable to charge energy. Complainant indicated that the pt subsequently expired.